Manufacturer narrative:
Device used for treatment, not diagnosis. Patient's age, dob, weight & gender not provided for reporting. Additional product code: dzl. (Other): (B)(4). Lot unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the a screw head broke off of a lag screw during an open reduction internal fixation (orif) of the distal humerus. The shaft was left in the patient and the plate was placed over the screw. There was no surgical delay and the patient had no issues after the surgery. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information not provided for reporting, omit patient initials from original mw report. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.